Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that unit will not power up on power supply. Will only power up on battery. There was no reported patient involvement.